Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device had broken tubing to pump. The ipp, implanted in 2009, was removed and replaced with a new ipp device. No information about the patient's outcome was provided. No more information is available at the moment.